Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device found to be in fair physical condition, confirming reported customer complaint. The problem source has been determined to be user interface as there was physical damage to the device.

Event description:
It was reported the device had missing knobs and the gauge was not resting at zero. No adverse effects reported.